Event description:
Information was received that a smiths medical pneupac vr1 ventilator leaks and has a "sluggish manual button". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one ventilator was received in good condition for investigation. To test the device, a 50 psi connection was attached and the device was turned on. It was found that the device was leaking at the tubing. However, upon additional testing it was determined that the manual button worked as intended. Based on the investigation, the complaint for the reported "leak" was confirmed. The problem source of the leak was noted to be due to normal wear and tear on the device. The reported "sluggish manual button" issue was unable to be duplicated.